Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the programmer and analyzer were being used to run threshold tests and the emergency single chamber fixed rate mode was activated. The programmer and analyzer were returned to normal operating mode without issue. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.